Manufacturer narrative:
Failure analysis noted that the pump motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to performed the displacement test and verify motor position encoder error alarm in the alarm history due to motor error alarm during rewind. The pump was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 93 mg/dl. The customer states the pump was exposed to a high magnetic field, during MRI. The customer states they are now receiving a motor position encoder error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.